Manufacturer narrative:
The results generated by the cobas liat were determined to be at the limit of detection (lod) of the assay. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. Further investigation into the c6800 kit was performed and the kit was determined to be performing as intended. No systemic issue related to the customer¿s allegation was observed. Updated b6 to add the sample type/collection information. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false negative results generated when using the kit cobas 6800/8800 sars-cov-2 480t compared to the cobas® kit cobas liat sars-cov-2. The customer reported that three initial samples were tested with the cobas® liat® sn (B)(4) generated sars-cov-2 positive. One sample repeated with cobas® liat sn (B)(4) was sars-cov-2 positive. All 3 samples were again repeated with the cobas® 6800 control batch 3212, 3210, 3242 were sars-cov-2 negative. All 3 results were reported as positive. No apparent harm or injury occurred in relation to the event. 3 mdrs are being submitted as per FDA guidance. Investigation is ongoing and results are not yet available.